Event description:
Philips received a complaint on the defibrillator indicating that the buttons were not functioning properly and sometimes needed to be pressed multiple times. There was no patient involvement.